Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part#: 03.614.035, synthes lot#: h759924-15, supplier lot#: h759924-15, release to warehouse date: 09 feb 2019, manufacturing site: (B)(4). No ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no cosmetic defects within the handle w/torq limit 2nm w/quick-coupl. A dimensional inspection for the handle w/torq limit 2nm w/quick-coupl was not performed since it was not applicable to the complaint condition. A functional test was performed on the complaint device at juarez complaints lab. The device torque tested low. The complaint was able to be replicated as it resulted in under torqueing. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle w/torq limit 2nm w/quick-coupl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from hong kong reports an event as follows: it was reported that on 31-august-2022, the torque screwdriver handle in question failed instrument torque testing during instrument inspection. No patient interaction was reported. No further information is available. This report is for a 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).